Manufacturer narrative:
Unit passed displacement test and self test. Pump received with intermittent button response due to flattened esc, act and up button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and stained address/serial number label. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic stated that buttons wore out. No harm was required during medical intervention. The insulin pump will be returned for analysis.